Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the proximal end of the device including the manifold hub was not returned therefore it was not possible to identify the batch/serial number of this device. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 837mm proximal of the midshaft/hypotube bond. There were also hypotube kinks noted along the full catheter length the break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-sep-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. After pre-dilatation, a 3.00mmx16mm promus element drug-eluting stent was advanced but the device failed to cross the lesion. The procedure was not completed as the same device was unavailable. The patient's status was stable. However, returned device analysis revealed hypotube break.